Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. The cartridge was successfully reloaded resolving the alarm. The customer's blood glucose level was 168 mg/dl.